Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history records (DHR) evaluation was performed for lot number aa6102r10, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. A manufacturing root cause could not be determined for the reported issue. All information reasonably known as of 07nov2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 9611594-2017-00142 for the first patient. It was reported by the customer that "we have been having a problem the last couple of weeks with string breaks when they go to lock the disc. It happened with two of the anchors. Opened another kit and the doctor had the problem again." No injuries were reported. No additional information was provided.